Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced sensor failure during sensor startup period and could not see sensor wire.

Event description:
Consumer contacted dexcom to report an intermittent out of range signal.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported intermittent out of range signal. A transmitter (sn (B)(4); mfg date: 8/5/2013) was also returned for evaluation and there was no problem found.